Event description:
A (B)(4) report that states the following, "circulator attempted to open outside packaging to deliver tray with the instrument to the sterile field. In doing so, the peel-away corner of outer wrap either bent back or otherwise made rn think that the inner package had been contaminated. The inner package has semi-rigid tray with a cover (both plastic) that is in turn covered with a peel-back plastic-like covering layer. Rn would normally never remove this peel-back covering but would hand tray over using outer paper packaging. Because this product costs (B)(4), the rn attempted to peel off the inside cover, so she could hand over the tray in open condition. The catheter in the tray flipped out of the packaging and was contaminated. Therefore, the product was unusable. Photos can be supplied to demonstrate the conditions." Additional information received from the hospital indicates that the problem reported is associated with difficulty opening the product packaging.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Device has not been returned yet.